Event description:
The patient reported that the keypad was sticking. The ok button no longer springs back and clicks, making it difficult to program. The patient denies any physical damage to the keypad or exposure to moisture and cleaning products.

Manufacturer narrative:
The pump was returned to animas. The evaluation revealed that the keypad appeared to have no lifting or peeling, but was swollen. All of the keys were intermittently responding and required excessive force to activate. In addition, the "up and ok" key contacts were misaligned. The "ok" button was inverted and did not click or spring back normally. There was also evidence of keypad adhesive found under all key contacts.